Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va01czm, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was an increase in urinary urgency and leakage. They would have no warning and a gush of urine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va01czm, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead .

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a lead fracture. Interventions included botox injection on (B)(6) 2014. Floroscopy image of sacrum and coccyx showed the acute angle the coccyx to the sacrum on (B)(6) 2013. There may be a bone fragment causing disruption of lead #3. It was reported that the event was related to the device or therapy and unlikely related to the implant procedure. Signs and symptoms included a report of a fall post up lead #3 replace on (B)(6) 2013 and damaged lead #3 with coccyceal injury. All leads were working after revision. It was reported that the event was resolved without sequelae on (B)(6) 2014. No further patient complications have been reported as a result of this event.